Event description:
According to a translation of a copy of medical records forwarded to shiley by the initial rptr, the pt initially complained of a dizzy feeling with difficulty breathing. The pt was admitted to the intensive care unit of the hospital with the diagnosis of cardiogenic shock. The pt's condition deteriorated and pt's was placed on a repirator and an intra-aortic balloon pump was inserted. According to the translation of the copy of medical records, the pt's condition was terminal and pt's subsequently expried. An autopsy was performed and revealed that "the lower tab of the vavle has disappeared".

Event description:
The initial reporter advised shiley of the pt's death following an alleged outlet strut fracture of the pt's bjork-shiley 60 degree convexo-concave mitral heart valve.